Event description:
It was reported that the right ventricular (rv) lead was exhibiting high thresholds, high impedance, oversensing short intervals and decreased sensing due to possible fracture. The lead was capped. The attempted replacement lead was exhibiting high impedance measurements due to possible fracture and the helix would not extend or retract. The lead was withdrawn and a new lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The distal conductor of the lead was extrinsically over-rotated and the distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated stretching and damage at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.